Event description:
It was reported that medical attention was sought on (B)(6) 2017 at 1:30pm after the end user received higher than normal blood glucose results from his prodigy diabetes meter. The end user stated that he checked his blood glucose and received a result of 221 mg/dl. He proceeded to take an unspecified amount of insulin. His speech became slurred along with blurry vision and uncontrollable body movements. The paramedics were called and performed a blood glucose test with their meter and the reading was 32 mg/dl. He received glucose gel and was transported to the ER. Once at the ER he received additional glucose gel to assist with stabilizing his blood glucose levels. After 3 hours in the ER he was discharged with a blood glucose reading of 140 mg/dl. No further details were provided in relations to this medical event.